Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a broken display was confirmed by baxter personnel during product evaluation. This condition was caused by lines on the main display. This condition was resolved by replacing the user interface module display. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter new zealand for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with a broken display. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.